Event description:
During a follow up, decreased sensing, increased capture thresholds, and increased pacing impedance were observed on the right ventricular (rv) channel of the device. X- ray imaging was performed; no anomalies were noted. The pocket was opened, and the connection of the rv lead to the header of the device was found to be loose. The rv lead was disconnected and reconnected to the header of the device and the event was resolved. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.